Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828807) was implanted via v-p shunt on (B)(6) 2022 with setting 1. Due to suspicion of obstruction, shunt imaging was performed on (B)(6) 2022, and ventricular enlargement was confirmed. The valve was removed and replaced on (B)(6) 2022.

Event description:
N/a.

Manufacturer narrative:
828807 certas inline w/sphngd/bac cat has been returned for evaluation. Failure analysis- he position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The catheters were irrigated no occlusions were noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause analysis- no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted.